Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migrate implant'), device expulsion ('migration/essure device on the left was actually found in the uterine cavity and not the fallopian tube'), genital haemorrhage ('bleeding/unusual bleeding'), pregnancy with contraceptive device ('post-implant pregnancy') and abortion spontaneous ('abortion') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometriosis, multigravida, parity 5 and loop electrosurgical excision procedure. Concurrent conditions included uterine bleeding, dysmenorrhea, chronic cervicitis, endometrial metaplasia, adenomyosis, paratubal cyst, abdominal pain lower, low back pain, vaginal discharge abnormality, right lower quadrant pain, abortion, bloating, breast swelling, neck pain, stress, anxiety, pain menstrual and menorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) until (B)(6) 2011 and ondansetron (zofran). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain/severe pain"), gastrointestinal disorder ("aggravation to bowels"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, gastrointestinal disorder, abdominal pain lower and menstruation irregular outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous with essure. The reporter considered abdominal pain lower, device expulsion, gastrointestinal disorder, genital haemorrhage, menstruation irregular, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: 1, enlarged uterus compatible with recent pregnancy (pregnancy subsequently aborted). 2. No acute pathology nor signs of complication.; on (B)(6) 2013: impression: unremarkable pre and post contrast CT examination of the abdomen and pelvis, specifically, no morphologic abnormality of the gu tract is demonstrated, and there is no evidence of renal or ureteral calculus disease.. Pathology test - on (B)(6) 2011: gross description: myometrium: tan trabecular, ranging in thickness from 0, 8 cm to 2.2 cm, there are gray metallic coils within the conus. No white whorled nodules are identified. Tubes and ovaries: the tan-pink fimbriated fallopian tube is 2.5 x oa x 0.4 cm... Ultrasound pelvis - on (B)(6) 2010: conclusion: 1. The study demonstrates viable intrauterine pregnancy with estimated gestational age by ultrasound of 9w4d with estimated day of delivery on (B)(6) 2011. 2. Presumptive identification of corpus luteum in the left adnexa. Otherwise, unremarkable study.; on (B)(6) 2014: findings/impression: 1. Interval hysterectomy. 2. An about 3.5 cm well circumscribed, anechoic cyst noted in the right ovary, with benign features.. Concerning the injuries reported in this case, the following one/ones were reported via medical records: spontaneous abortion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migrate implant'), device expulsion ('migration/essure device on the left was actually found in the uterine cavity and not the fallopian tube'), genital haemorrhage ('bleeding/unusual bleeding'), pregnancy with contraceptive device ('post-implant pregnancy') and abortion spontaneous ('abortion') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometriosis, multigravida, parity 5 and loop electrosurgical excision procedure. Concurrent conditions included uterine bleeding, dysmenorrhea, chronic cervicitis, endometrial metaplasia, adenomyosis, paratubal cyst, abdominal pain lower, low back pain, vaginal discharge abnormality, right lower quadrant pain, abortion, bloating, breast swelling, neck pain, stress, anxiety, pain menstrual and menorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) until (B)(6) 2011 and ondansetron (zofran). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain/severe pain"), gastrointestinal disorder ("aggravation to bowels"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, gastrointestinal disorder, abdominal pain lower and menstruation irregular outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous with essure. The reporter considered abdominal pain lower, device expulsion, gastrointestinal disorder, genital haemorrhage, menstruation irregular, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: 1, enlarged uterus compatible with recent pregnancy (pregnancy subsequently aborted). 2. No acute pathology nor signs of complication.; on (B)(6) 2013: impression: unremarkable pre and post contrast CT examination of the abdomen and pelvis, specifically, no morphologic abnormality of the gu tract is demonstrated, and there is no evidence of renal or ureteral calculus disease. Pathology test - on (B)(6) 2011: gross description: myometrium: tan trabecular, ranging in thickness from 0, 8 cm to 2.2 cm, there are gray metallic coils within the conus. No white whorled nodules are identified. Tubes and ovaries: the tan-pink fimbriated fallopian tube is 2.5 x oa x 0.4 cm. Ultrasound pelvis - on (B)(6) 2010: conclusion: 1. The study demonstrates viable intrauterine pregnancy with estimated gestational age by ultrasound of 9w4d with estimated day of delivery on (B)(6) 2011. 2. Presumptive identification of corpus luteum in the left adnexa. Otherwise, unremarkable study.; on (B)(6) 2014: findings/impression: 1. Interval hysterectomy. 2. An about 3.5 cm well circumscribed, anechoic cyst noted in the right ovary, with benign features. Concerning the injuries reported in this case, the following one/ones were reported via medical records: spontaneous abortion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: new event "cramps lower abdominal and period irregular" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device expulsion ("migration/essure device on the left was actually found in the uterine cavity and not the fallopian tube"), genital haemorrhage ("bleeding"), pregnancy with contraceptive device ("post-implant pregnancy") and abortion spontaneous ("abortion") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometriosis, multigravida, parity 5 and loop electrosurgical excision procedure. Concurrent conditions included uterine bleeding, dysmenorrhea, chronic cervicitis, endometrial metaplasia, adenomyosis, paratubal cyst, abdominal pain lower, low back pain, vaginal discharge abnormality, right lower quadrant pain, abortion, bloating, breast swelling, neck pain, stress, anxiety, pain menstrual and menorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) until (B)(6) 2011 and ondansetron (zofran). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain/severe pain") and gastrointestinal disorder ("aggravation to bowels") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain and gastrointestinal disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous with essure. The reporter considered device expulsion, gastrointestinal disorder, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: 1, enlarged uterus compatible with recent pregnancy (pregnancy subsequently aborted). 2. No acute pathology nor signs of complication.; on (B)(6) 2013: impression: unremarkable pre and post contrast CT examination of the abdomen and pelvis, specifically, no morphologic abnormality of the gu tract is demonstrated, and there is no evidence of renal or ureteral calculus disease.. Pathology test - on (B)(6) 2011: gross description: myometrium: tan trabecular, ranging in th1ckness from 0, 8 cm to 2.2 cm, there are gray metallic coils within the conus. No white whorled nodules are identified. Tubes and ovaries: the tan-pink fimbriated fallopian tube is 2.5 x oa x 0.4 cm... Ultrasound pelvis - on (B)(6) 2010: conclusion: 1. The study demonstrates viable intrauterine pregnancy with estimated gestational age by ultrasound of 9w4d with estimated day of delivery on (B)(6) 2011. 2. Presumptive identification of corpus luteum in the left adnexa. Otherwise, unremarkable study.; on (B)(6) 2014: findings/impression: 1. Interval hysterectomy. 2. An about 3.5 cm well circumscribed, anechoic cyst noted in the right ovary, with benign features.. Concerning the injuries reported in this case, the following one/ones were reported via medical records: spontaneous abortion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migrate impalant'), pelvic inflammatory disease ('pelvic inflammation disease'), device expulsion ('migration/essure device on the left was actually found in the uterine cavity and not the fallopian tube') and abortion spontaneous ('abortion') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometriosis, multigravida, parity 5, loop electrosurgical excision procedure, pelvic inflammatory disease, mammoplasty, microscopic hematuria, urinary frequency and ovarian cyst. Concurrent conditions included uterine bleeding, dysmenorrhea, chronic cervicitis, endometrial metaplasia, adenomyosis, paratubal cyst, abdominal pain lower, low back pain, vaginal discharge abnormality, right lower quadrant pain, abortion, bloating, breast swelling, neck pain, stress, anxiety, pain menstrual and menorrhagia. Family history included ovarian cancer. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) until (B)(6) 2011 and ondansetron (zofran). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/unsual bleeding"), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain/severe pain"), gastrointestinal disorder ("aggravation to bowels"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (to remove essure and vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic inflammatory disease, device expulsion, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, gastrointestinal disorder, abdominal pain lower and menstruation irregular outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous with essure. The reporter considered abdominal pain lower, device expulsion, gastrointestinal disorder, genital haemorrhage, menstruation irregular, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: 1, enlarged uterus compatible with recent pregnancy (pregnancy subsequently aborted). 2. No acute pathology nor signs of complication.; on (B)(6) 2013: impression: unremarkable pre and post contrast CT examination of the abdomen and pelvis, specifically, no morphologic abnormality of the gu tract is demonstrated, and there is no evidence of renal or ureteral calculus disease.. Pathology test - on (B)(6) 2011: gross description: myometrium: tan trabecular, ranging in th1ckness from 0, 8 cm to 2.2 cm, there are gray metallic coils within the conus. No white whorled nodules are identified. Tubes and ovaries: the tan-pink fimbriated fallopian tube is 2.5 x oa x 0.4 cm... Ultrasound pelvis - on (B)(6) 2010: conclusion: 1. The study demonstrates viable intrauterine pregnancy with estimated gestational age by ultrasound of 9w4d with estimated day of delivery on (B)(6) 2011. 2. Presumptive identification of corpus luteum in the left adnexa. Otherwise, unremarkable study.; on (B)(6) 2014: findings/impression: 1. Interval hysterectomy. 2. An about 3.5 cm well circumscribed, anechoic cyst noted in the right ovary, with benign features. Concerning the injuries reported in this case, the following one/ones were reported via medical records: spontaneous abortion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received: event pelvic inflammatory disease was added. Medical history, reporter information were added.seriousness criteria (medically significant) of event genital hemorrhage and pregnancy with contraceptive device was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device expulsion ("migration/essure device on the left was actually found in the uterine cavity and not the fallopian tube"), genital haemorrhage ("bleeding"), pregnancy with contraceptive device ("post-implant pregnancy") and abortion spontaneous ("abortion") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometriosis, multigravida, parity 5 and loop electrosurgical excision procedure. Concurrent conditions included uterine bleeding, dysmenorrhea, chronic cervicitis, endometrial metaplasia, adenomyosis, paratubal cyst, abdominal pain lower, low back pain, vaginal discharge abnormality, right lower quadrant pain, abortion, bloating, breast swelling, neck pain, stress, anxiety, pain menstrual and menorrhagia. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) until (B)(6) 2011 and ondansetron (zofran). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain/severe pain") and gastrointestinal disorder ("aggravation to bowels") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain and gastrointestinal disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous with essure. The reporter considered device expulsion, gastrointestinal disorder, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: enlarged uterus compatible with recent pregnancy (pregnancy subsequently aborted). No acute pathology nor signs of complication.; on (B)(6) 2013: impression: unremarkable pre and post contrast CT examination of the abdomen and pelvis, specifically, no morphologic abnormality of the gu tract is demonstrated, and there is no evidence of renal or ureteral calculus disease. Pathology test - on (B)(6) 2011: gross description: myometrium: tan trabecular, ranging in thickness from 0, 8 cm to 2.2 cm, there are gray metallic coils within the conus. No white whorled nodules are identified. Tubes and ovaries: the tan-pink fimbriated fallopian tube is 2.5 x oa x 0.4 cm... Ultrasound pelvis - on (B)(6) 2010: conclusion: the study demonstrates viable intrauterine pregnancy with estimated gestational age by ultrasound of (B)(6) with estimated day of delivery on (B)(6) 2011. Presumptive identification of corpus luteum in the left adnexa. Otherwise, unremarkable study. On (B)(6) 2014: findings/impression: interval hysterectomy. An about 3.5 cm well circumscribed, anechoic cyst noted in the right ovary, with benign features. Concerning the injuries reported in this case, the following one/ones were reported via medical records: spontaneous abortion. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.